Manufacturer narrative:
(B)(4). Date sent: 07/08/2025. D4: batch #781c85. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/16 and the reload body damage on the distal end. No functional test was performed as the reload could not be loaded into the device due to damages noted on the body reload. Additionally, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event reported was confirmed and it is related to improper use of the reload during the installation on the channel. The condition of partially fired on the reload is possible that while loading the reload, it was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. While we have no reason to believe this contributed to the reported event, it should be noted that the reload returned appears to have been used after the expiration date. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9ek6e, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 781c85, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy procedure, it was observed that it was hard to install cartridge and the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.